Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause for the iipv was undetermined.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During night drain cycle six, the patient's ultrafiltration reading was 866ml. This indicates that the home patient (hp) drained 866ml more than their maximum programmed fill volume of 1400ml. This information meets iipv criteria. No additional information is available at this time.